Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported during an ipg replacement. The rep set the ipg into surgery mode, and when taking the ipg out of surgery mode an error message appeared stating connection problem with the generator. Troubleshooting took place, but error persisted. As a result, a new battery was opened and therefore implanted and replaced to address the issue. Procedure was extended and implanted without an issue.